Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer stated that the meter was also giving high readings. The customer is concerned with tests results from back to back blood tests using truemetrix meter of 197 and 234 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date at time of call is about a month ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 197 234 162 161 191mg/dl customer is calling concerned that his meter is giving both erratic and high readings. Customer did a back to back fasting test on the same hands, different fingers and obtained a 234mg/dl then a 197mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - meter not operational (dead). Test strips evaluated with no defect found. Root cause: bent positive battery tab. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer stated that the meter was also giving high readings. The customer is concerned with tests results from back to back blood tests using truemetrix meter of 197 and 234 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date at time of call is about a month ago. The meter memory was reviewed for previous test result history: 197mg/dl (B)(6) 2016 10:34 pm fasting: yes, 234mg/dl (B)(6) 2016 10:33 pm fasting: yes, 162mg/dl (B)(6) 2016 10:40 pm fasting: yes, 161mg/dl (B)(6) 2016 01:05 am fasting: yes, 191mg/dl (B)(6) 2016 10:46 am fasting: yes. Memory concerns: 197 234 162 161 191mg/dl customer is calling concerned that his meter is giving both erratic and high readings. Customer did a back to back fasting test on the same hands, different fingers and obtained a 234mg/dl then a 197mg/dl.